Event description:
It was reported by the chief of biomedical engineering during a low anterior resection the tx60b was used to staple the bowel prior to cutting. The staples did not form properly, leaving a hole in the bowel and the bowel contents spilled into the pelvic cavity requiring a longer or time to clean up. The instrument is being held at the hospital. The rep was notified to follow up. 7/10/97 the rep said the hosp will release the instrument for non-destructive testing if it is returned to them. There are samples of staples in pathology. The staple drivers are all in the up position in the cartridge. The surgeon told the rep she used the tx60b for the rectal stump. She described the staple formation as looking like using a regular paper stapler into wood, and the staple just got in the wood but was still square. The doctor stated or time was extended about 20 minutes. The procedure was completed using a purse string. The pt is home doing well at this time. There was no consequence to the pt.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: anvil pocket condition, good. Cartridge condition, good, cartridge positioned properly, yes; closure trigger position, open; driver condition, good; firing trigger position, open; handle shroud condition, good; hook/anvil condition, good; proper cartridge, yes; retaining pin arm condition, good; retaining pin condition, good and staples present, no. Functional tests & results: cartridge lockout functional, yes; cartridge rear cap present, yes; closure stroke functional, yes; firing trigger lockout functional, yes; instrument cycled, yes; proper cartridge guide, yes; release button condition, good; staples fire properly, yes; staples form properly, yes and trigger release condition, good. Analysis conclusion: based on the info rec'd and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was fired with a test cartridge. It fired and formed all the staples as designed. The reported incident of malformed staples could not be recreated. Based on the info provided, the malformed staples may have been due to an imcomplete firing sequence or a misalignment of the retaining pin with the anvil. As stated in the packaging insert, if the pin is not properly positioned, the staples may not form properly, which may result in leakage or disruption of the staple line. Mfg and engineering have been notified of the reported incident. Co strives to understand each incident as it is reported in order to continuously improve co's products.